Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: after ta type stapler was used for rectal atresia, this device was used for anastomosis, but the staples of ta stapler could not be cut and the device could not be removed. Therefore, the doctor rotated the wingnut to detach the anvil and removed the device leaving the anvil in the cavity. With endoscope and surgical knife, he cut the staples of ta staple line and removed the anvil. Leakage was found by the double stapling part during the leak test after the surgery, so suturing was done. No bleeding was reported. No abnormalities noted on the staple line. Surgery was extended more than 30 minutes. Pt current condition is well. No pt injury was reported. No further pt details were disclosed.

Manufacturer narrative:
Initial report sent: 2/6/2008.